Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical assistance. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient visited the emergency room (ER) with blood glucose levels of 237 mg/dl. A communication error occurred while wearing the pod on the abdomen for longer than 48 hours. The patient went to the ER where medical assistance was required and the patient received correction for treatment.